Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, restart error test, rewind, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer indicated via phone call that unexplained high blood glucose of 400 to 600 mg/dl has been experienced for about 1 week. The customer also indicated that no delivery alarms were received. Troubleshooting was declined by the customer. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.